Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 14-may-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from olympus trading (shanghai) limited, there was the possibility that this phenomenon was attributed to insufficient light intensity due to the deterioration of the examination lamp.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the endoscopic image was blurred, since the examination lamp was poor and the brightness was insufficient. The service department of olympus trading (shanghai) limited checked the subject device and found that the examination lamp was deterioration. There was no report of patient injury associated with this event.